Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that when prepping this lead to be implanted a slight curvature was observed which could not be corrected despite performing troubleshooting. The anomaly was noted prior to opening the device package. Subsequently a new lead was used to successfully complete the procedure. No adverse patient effects were reported. This lead was retained by the health care facility.